Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09/30/2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/2/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box showed no evidence of intermittent power. There were multiple pump reboots associated with cs 052 alarms. The ¿intermittent power¿ complaint was unable to be duplicated. The battery compartment was found to be undamaged and the returned battery cap was able to fit securely. The cap contacts were within specifications. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The ez-prime steps were performed correctly and no power interruptions occurred during the investigation. The pumps cover was removed and there was no intermittent condition found to the power circuit.